Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician had difficulty inserting the lead into the pulse generator header. Silicone oil did not resolve the issue. The device was not used and a new device was implanted. No patient symptoms were reported.